Event description:
The catheter broke below the nose of the oval disk during cleaning.

Manufacturer narrative:
One used sample was received in two separate pieces for analysis. Visually inspected with microscopic enhancement, noted there are cracks on the sides of the silicone molding and damaged jagged edges in the area of the separation. No other was noted to the catheter. A corrective action will not be initiated for this incident because there is conclusive evidence as a result of the investigation that the separation and the damage sustained was caused by excessive stress.